Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a battery compartment crack was observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on 12/07/2015.